Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. According to the patient's mom, the "ventilator failed high pressure and then did not ventilate". The incident occurred in the physician's office and the patient was then taken to the emergency room. No patient harm reported. The homecare dealer was unable to duplicate the reported problem.